Event description:
A report was received that the patient's pain in the mid back was intensified with using the stimulator. It was determined that the stimulation from the lead was causing the pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced due to physician¿s preference. There was significant lead migration. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pain in the mid back was intensified with using the stimulator. It was determined that the stimulation from the lead was causing the pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient's pain in the mid back was intensified with using the stimulator. It was determined that the stimulation from the lead was causing the pain. The patient will undergo a revision procedure.